Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that a discordant, falsely elevated na result was obtained on a patient sample on a dimension exl with lm instrument. Siemens determined that the quality controls (qcs) were within specifications on the day of the event. The customer performed the following as per siemens instruction: replaced low consumables, adjusted pump rate, and ran precision studies. A siemens customer service engineer (cse) was dispatched to the customer's site and performed the following: replaced integrated multisensor technology (imt) tubing, imt port valve and imt pump; calibrated imt; adjusted imt pump rate and ran dilution check, resulting acceptably. The cause of the discordant, falsely elevated na result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned the result. The patient was redrawn and run again on the same instrument twice, resulting lower. One of the redrawn results (134) was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.